Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent mesh repair on (B)(6) 2012. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-04152. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent mesh implant on (B)(6) 2014. No additional information has been provided. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-04152, 2210968-2015-19144, and 2210968-2015-19066. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04152. The same patient is represented in each medwatch.